Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged. A revision procedure was performed wherein this lead was explanted and replaced. No additional adverse patient effects were reported.